Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An image of the patient's device also showed that it was eroding due to the infection.

Manufacturer narrative:
The main component of the systema nd other applicable components are: product ID: 3708660, serial (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va08mwk, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient is having their left deep brain stimulation (dbs) system removed due to infection. It was noted that the issue started 2.5 months prior to date notified but the patient never sought treatment. No further complications are anticipated.